Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 2 months after implant placement. Bone quality around the area was not reported, and oral hygiene around the implant was good. No significant findings were reported during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.